Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Upon incoming inspection, item was visibly worn. Both trials were missing inner plastic peg. No further information is available.

Manufacturer narrative:
The reported event that sr humeral head trial 44 x19 was alleged of 'instruments - broken, deformed, worn or scratched' could be confirmed, since a picture of the device was send and the reported breakage could be noticed. Based on investigation, the root cause was attributed to the normal wear of the device after multiple years of use (in use since 2011). The cleaning and sterilization guide states: "note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. For devices that may be impacted check that the device is not damaged to the extent that it malfunctions or that burrs have been produced that could damage tissues or surgical gloves. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. The device inspection revealed the following: the device looks indeed worn and the some of the pags are broken. This can be attributed to normal wear of the device since it has been in use since 2011. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Upon incoming inspection, item was visibly worn. Both trials were missing inner plastic peg. No further information is available.